Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not powering back on. A field service engineer (fse) addressed intermittent station shutdowns by replacing the power supply, battery, network cable, and keyboard cover; identified a damaged rail and replaced drawer 3 main half-height due to cage damage from a landslide, then tested and confirmed the station was working fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not powering back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.